Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 3 years after the dental implant was installed in intraoral region #29, its loss of osseointegration was observed. 45 ncm of primary stability was achieved and the implant was installed without immediately loading. The dentist informed having installed the implant without immediately loading it. Then, 4 months after the installation, the implant was put to function.